Manufacturer narrative:
(B)(4).

Event description:
The patient had a fall last summer and it was also noted that a power washer fell on him. Since that time, he would periodically experience shocking while the stimulation was on so he gradually stopped using the implantable neurostimulator (ins) or recharging. He last felt stimulation in (B)(6) 2009 and last successfully recharged in (B)(6)/(B)(6) 2009. The ins had been off for the past month due to the shocking/jolting sensation. The jolt was felt when bending over. The patient had been at some point and was told that a lead may have "become disconnected". By (B)(6) 2010, the patient was experiencing coupling and communication issues with the ins. The patient was unable to communicate with the ins using the patient programmer and the recharger. The ins was over discharged. The patient was seen in the clinic, a por (power on reset) was done, and he recharged to 25%. He was instructed to fully recharge at home. The physician took an x-ray and noted that the patient's leads had slipped down lower than originally placed. They were planning to revise the leads. The patient left the clinic with a functioning ins and with stimulation coverage in the area according to the current location of the leads. Additional information has been requested, a follow-up report will be sent if additional information becomes available.